Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire, there was no electrical continuity due to corrosion on the distal end, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending section cover had a scratch, the adhesive on the bending section cover had a chip / white-clouded area, the paint on the air / water cylinder was peeled, the universal cord had a scratch, the scope connector had a crack, the adhesive around the objective lens had a white-clouded area, and the adhesive around the light guide lens had a white-clouded area. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and the customer flushed the air / water nozzle with the detergent solution. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had an insufficient angle. The device was returned for evaluation. During the device evaluation, the nozzle has foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif 1200n series operation manual chapter 3 preparation and inspection. Gif 1200n series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.